Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840005540, 510k # (B)(4)was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent plif at l3-l5 levels for the treatment of lcs on (B)(6) 2015. The patient complained of numbness from falling repeatedly post-op. The surgeon took x-ray to find that l5 screw was loose, and so the patient underwent revision surgery on (B)(6) 2015. The surgeon commented that the event occurred due to the impact of falling over and over again. Patient complications were reported. At the revision surgery, a screw was added at s1 and the fixation was extended up to s1. The surgeon regards the event occurred due to the impact of falling. The patient status post-op is unknown.